Event description:
On (B)(6) 2017, a leica biosystems field support specialist was notified by the complainant that two (2) cases were not diagnosable; rebiopsy of the patients had been recommended. As of (B)(6) 2017, the requested patient identifier information and confirmation whether or not rebiopsy has been performed, has not been provided by the complainant. A follow up report will be submitted if additional information is received.